Event description:
On (B)(6) 2026, this patient underwent endovascular treatment for an aortic arch aneurysm. A gore® dryseal flex introducer sheath (dsf sheath) was used for access. A 22fr dsf sheath was introduced via the right common femoral artery. However, the 22fr dsf sheath could not be advanced due to the vessel condition (details unknown); therefore, it was exchanged for a 20fr dsf sheath. Although there was still strong resistance, the 20fr dsf sheath could be advanced. An attempt was made to advance the 22fr dsf sheath again, but it was not successful. The 20fr dsf sheath was then reinserted; however, it could not be advanced at this time. Intraoperative angiography revealed a dissection in the right external iliac artery and a vessel rupture extending to the access site. Additional stent grafts were placed, and the access site was surgically repaired. The patient tolerated the procedure.

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog#: dsf2033, serial#: (B)(6), UDI: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.